Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. Customer¿s current blood glucose level was 346 mg/dl. The customer was given steroid after surgery which led to high blood glucose values. The customer declined troubleshooting for high blood glucose values. The insulin pump will not be returned for the analysis.